Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. This lead was replaced with a new one. Additional information indicated that there was noise noted during the follow up testing at the clinic. Also, thresholds were elevated and the physician believed that this was due to subclavian crush. No additional adverse patient effects reported. This lead will be returned.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue. This lead was replaced with a new one. Additional information indicated that there was noise noted during the follow up testing at the clinic. Also, thresholds were elevated, and the physician believed that this was due to subclavian crush. No additional adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Also, a melt marks were noted in the outer insulation which is likely explant electro-cautery damage. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.